Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via email by healthcare professional that unspecified malfunction during a trial on the beta bionics ilet/dexcom combination, a staff person needed hospital care. Date of event is an approximation. According to the report, patient information is unavailable. Attempts by clinical customer advocacy to contact the reporting clinic by phone and email for more details about the episode were not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.